Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call indicating that the insulin pump alarm motor error. Customer's blood glucose at time of incident was 79 mg/dl. Customer stated the drive support cap is sticking. The customer was advised to discontinue use of the device and revert to backup plan. Customer was advised that the device would be replaced.

Manufacturer narrative:
The insulin pump was received with loose/protruded drive support disk, cracked display window, cracked case at display window corners, broken reservoir tube lip, missing end cap sticker. The insulin pump was unable to prime during prime test. The insulin pump alarmed motor error alarm during basic occlusion test due to loose/protruded drive support disk. Motor passed the motor test. The insulin pump had no blank display, scrolling number display anomaly or reset anomaly noted. No moisture damage on electronics noted. The insulin pump passed idle current test, ran current test, self test, off no power test, unexpected restart error test and displacement test. Unable to perform occlusion test and no delivery test due to prime anomaly.